Manufacturer narrative:
Product analysis: analysis was able to confirm that the ventricular output connector and the hanger were broken. Analysis also found that the atrial output connector was broken, the keypad window was scratched, and both wires on the liquid crystal display (lcd) were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port and the hanger on the external pulse generator (epg) needed repair. The epg was returned for service. No patient complications have been reported as a result of this event.